Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 200 mg/dl range, while wearing the pod longer than 48 hours on unknown site. Upon inspection it was noticed that the needle was still sticking out of the pod.